Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter states that the pump was alarming no flow out because there were "bent pieces on the bag set". They stated that the pump alarmed no flow out, but then also that it appeared to be running, but did not deliver. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was alarming no flow out because there were "bent pieces on the bag set". They stated that the pump alarmed no flow out, but then also that it appeared to be running, but did not deliver. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).